Event description:
Per the clinic, the device was explanted on (B)(6) 2013 due to chronic inner ear infection. The patient was reimplanted with a new device during the same surgery on the contralateral side.

Manufacturer narrative:
This report is filed november 19, 2013.

Manufacturer narrative:
(B)(4).